Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called regarding a bravo capsule that failed to attach. There was no harm to the patient but a repeat procedure was performed. No medical intervention was required. There was nothing unusual about the patient or the procedure itself that may have led to the failure. An endoscopy was performed prior to the procedure and the esophagus looked normal. The user has been performing bravo for over one year. No lubricant was used to facilitate capsule placement.